Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is not report of injury of death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board and high voltage tank were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.